Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of a battery out limit and programming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump is not registering the bolus. The mother stated that there is a battery out limit on the history of the pump. The customer was assisted in programming the meter in the pump. The customer was advised to call back for assistance with carelink.